Manufacturer narrative:
It was reported that the spin collar on the male luer broke. One sample model mz9292 was returned for investigation. The set was examined for defects and abnormalities. The spin collar of the male luer was separated from the set and broken. No other defects or abnormalities were observed. The customer complaint was verified. Based on the event description that the crack happened after the male luer was connected to another set, the most probable root cause is that the alcohol cause the spin collar to become brittle and crack. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was cracked. The following information was received by the initial reporter with the following verbatim it was reported by customer that they noticed opacity on securement piece of a quad-fuse. They inspected further and saw it was cracked, but not leaking.